Event description:
It was reported that the patient expired, reason unknown. No further details were provided. It is unknown if the device is available for evaluation. Per response from surgeon, it is unknown if the device was explanted prior to patient death. Cause of death stated as cardiac arrest/ ascending aortic dissection. Location of device is unknown.

Manufacturer narrative:
Device not returned.